Event description:
The manufacturer received information alleging that the device failed the system leak verification test. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.